Event description:
The customer alleged that while in normal operation on a pt, the 840 ventilator stopped cycling. The pt was removed from the device, manually resuscitated and placed on a different machine. There was no pt harm or injury reported. It has been verified that the unit failed to cycle.